Manufacturer narrative:
The following information was received on august 25, 2016. The procedure being performed was an atresia repair. It was initial use of the device in this event. (B)(6). Report sent to FDA: no. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
In response to medtronic's request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis found the cable shorted, the p/I board failed the stim 1 test, the cable clip was broken, and wave washer was worn. The device was repaired, tested, and passed all manufacturing specifications.

Event description:
It was reported that a nim neuro 3.0 patient interface had an "intermittent short" ntraoperatively. This is the only information provided and there was also no report of patient impact or injury as a result of this event.